Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07155 2017865-2021-07156 it was reported that patient presented to the emergency room with an unspecified infection. The entire pacemaker system, including the leads, was removed on (B)(6) 2021. No patient condition after the procedure was reported.